Manufacturer narrative:
Additional information: it was clarified that it was first noted that the wire lumen was crushed when removed from the hoop. Product analysis: the device was returned for evaluation. The stent was not positioned on the balloon between the marker bands as per position specification and was deformed along the full length. The stent did not meet visual acceptance specification. An in-house guidewire could be loaded without issue. An indeflator with pressure gauge was used to inflate the balloon but the balloon would not hold pressure and water leaked out through the tip indicating an inner leak. A visual inspection could not locate the leak site on the inner. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 2.0x30mm onyx frontier coronary drug-eluting stent, the wire lumen of the device was noted to be crushed when inserting one non-medtronic guide wire rendering it difficult to insert the guide wire and resistance was felt. Although the wire and device were eventually passed through to the lesion, stent balloon expansion was entirely unsuccessful. It was attempted to expand the stent balloon at the lesion and that it was unable to inflate. There was no rupture or leak. A leak of contrast media did not occur. A non-medtronic balloon was used with no issues. The lesion being treated was located in the distal left anterior descending artery (lad). The device did not pass through a previously-deployed stent. There was no damage noted to the device packaging. Some excessive force was used advancing the device as the wire lumen of the device had collapsed. There was no difficulty removing the device from the hoop/tray. The protective sheath was on the stent when the device was removed from the hoop and there were no issues removing the protective sheath and packaging stylette. The device was inspected prior to use after removal of the protective sheath and negative prep was performed with no issues. The device was removed and one 2.0x26mm onyx frontier was used instead which passed through the guide wire without issue and was successfully placed in the patient. During preparation all devices were flushed and outer packaging checked with no issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Correction: a non-medtronic balloon was used for pre-dilation with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.